Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned. Pa indicated that per, (B)(4) testing leads, adapters, and accessories, leads returned with a linked pi that contain a (B)(4) as one of the observation codes do not require testing or analysis unless there is an accompanying axxx observation code.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead manifested twiddler's syndrome in which the atrial lead was pulled back as confirmed via chest x-ray. This ra lead was explanted. No additional adverse patient effects were reported.